Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with insufficient flow from blood pooling in needle. There was no report of injury or medical intervention.